Event description:
It was reported that in a case of extensive total hysterectomy, the temperature of the temperature sensing foley catheter suddenly rose to 43 degree celsius. The case was being reported as a possible malfunction, as there have been many identical cases but no such event has occurred in the past. Per follow up information received on 12mar2024, the customer confirmed that the device was used on the patient.

Manufacturer narrative:
The reported event was not confirmed. Received five (5) photo samples. The first photo showcases an overview of an all-silicone temp sensing foley catheter with sample port connector, the second and third photo show the funnel and temperature wire, the fourth picture shows the deflated catheter balloon and the last one zooms in the catheter cap evidencing the lot number. It was also received one (1) used all-silicone temp sensing foley catheter with sample connector without packaging. Catheter was tested, continuity check: room temp resistance: 2.233 k ohms. Passed. Test procedure: 25 degree celsius resistance: 2.276 k ohms. Calculated temperature at 25 degree celsius, based on resistance: 24.76 degree celsius 37 degree celsius resistance: 1.355 k ohm. Calculated temperature at 37 degree celsius, based on resistance: 36.99 degree celsius. 41 degree celsius resistance: 1.162 k ohm. Calculated temperature at 37 degree celsius, based on resistance: 40.78 degree celsius. The resistance taken at the three temperatures meet specification since the difference between the water bath temperature and the expected temperature comply acceptance criteria. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in a case of extensive total hysterectomy, the temperature of the temperature sensing foley catheter suddenly rose to 43°c. The case was being reported as a possible malfunction, as there have been many identical cases but no such event has occurred in the past. Per follow up information received on 12mar2024, the customer confirmed that the device was used on the patient.